Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that all keypad buttons were sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: the keypad cover was found to be torn over the up arrow button. The complaint of the sticking keypad buttons was not able to be duplicated; no buttons were found to be sticking and all buttons responded appropriately. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.